Event description:
The pump was returned for investigation. Upon investigation, the pump was functioning properly. Log files were able to be retrieved from the device with no issues. Due to the growing number of related som issues regarding flow core and linux core crashes; it was decided that the som would be removed from the pump for investigation. A scar and an internal CAPA have been opened to investigate this issue.

Event description:
The following has been reported: biomed reported pump problem alarms, waiting for confirmation that several hard reboots have been completed. A preliminary review of the logs shows the following: processor hardware failure (flow core). An active infusion was not delayed. Reporting due to the referenced issue. No adverse effects were reported. More information is needed to complete the investigation.